Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was shocked three times while exercising, due to oversensing on the lead. The lead was capped and replaced.